Event description:
During a ptca stent procedure, the device moved after deployment at 18atm when the stent delivery systems (sds) was pulled back. The sds was pushed back into position using another sds. Then, another ccompany's stent was deployed inside of the vision stent. The procedure was finished using another company's high pressure for post-dilation. No additional event or patient information was available.